Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Shock impedance varies between approximately 90 ohms to greater than 150 ohms on home monitoring. Postural testing and isometrics were recommended. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.